Event description:
It was reported that the patient was unhappy with the doses that two physicians had increased her dose to. The patient¿s previous managing healthcare provider (hcp) increased the medication dose too high. It was also reported that the pump reached the elective replacement indicator (eri) at the beginning of the year. On the date of this report, the pump was explanted, as the patient wanted to try to live without it. At the time of this report, the pump was unable to be read, as it had reach end of service (eos) and was programmed and filled with saline. The pump was previously used to deliver clonidine and morphine at 7mg per day. However, this dose was not clear or confirmed. Specific patient symptoms, details regarding the eri and eos, troubleshooting/diagnostics, and final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump revealed no significant anomaly. Eos had occurred due to time progression.